Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Caller has an 8110 module always saying calibration required even if he calibrates the unit. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: biomed has done the calibration, verification, and pm with the unit. Still giving calibration required. Recommended to send in unit for warranty repair. Biomed will call back to get warranty RMA.